Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of additional information regarding the reported event is currently underway. Manufacturing review: as the lot number for the device was provided, a manufacturing review is currently being performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a deep venous thrombosis and a filter was placed for prophylactic reasons. The patient has completed anticoagulation therapy and it was felt that removal of the filter could be attempted. Access was gained to the right internal jugular vein and a venacavagram demonstrated no evidence of clot. Multiple snare devices were used to try and lasso the filter; however, the filter was tilted with the hook most likely embedded into the wall which made it difficult to obtain. An attempt to push the filter away from the wall with balloon angioplasty was unsuccessful. The right groin was accessed and a glidewire and balloon were used to try and push the filter away from the wall from that access. All of these attempts were unsuccessful and the filter was unable to be retrieved. The sheaths were removed from the neck and the right groin and pressure was held. The patient tolerated the procedure well and was taken to the post anesthesia care unit in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Labeling review: the current IFU (instructions for use) states: - warnings: do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post vena cava filter deployment; and attempt to retrieve the filter was unsuccessful. The filter remains implanted, no other reported attempts have been made to retrieve the filter. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post prophylactic vena cava filter deployment for deep venous thrombosis, during a filter retrieval procedure, the filter was found to be tilted. Despite using multiple devices via jugular and femoral access, the filter was unable to be retrieved. The patient tolerated the procedure well and was in stable condition at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a deep venous thrombosis and a filter was placed for prophylactic reasons. The patient has completed anticoagulation therapy and it was felt that removal of the filter could be attempted. Access was gained to the right internal jugular vein and a venacavagram demonstrated no evidence of clot. Multiple snare devices were used to try and lasso the filter; however, the filter was tilted with the hook most likely embedded into the wall which made it difficult to obtain. An attempt to push the filter away from the wall with balloon angioplasty was unsuccessful. The right groin was accessed and a glidewire and balloon angioplasty were used to try and push the filter away from the wall from that access. All of these attempts were unsuccessful and the filter was unable to be retrieved. The sheaths were removed from the neck and the right groin and pressure was held. The patient tolerated the procedure well and was taken to the post anesthesia care unit in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege the patient completed anticoagulation therapy and filter retrieval was scheduled. Allegedly multiple snare devices were used in an attempt to capture the filter; however, the filter was reportedly tilted with the tip most likely embedded into the wall. An unsuccessful attempt was made to reposition the filter away from the wall using an angioplasty balloon. The right groin was accessed and a glidewire and angioplasty balloon were used in an attempt to push the filter away from the wall. The attempts were unsuccessful and the procedure was aborted. Based on the medical record review, filter tilt and an unsuccessful retrieval attempt can be confirmed. The filter likely could not be retrieved due to the angulation of the filter. It is unknown how the filter became tilted based on the information provided. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition - do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. The filter remains implanted, no other reported attempts have been made to retrieve the filter. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post prophylactic vena cava filter deployment for deep venous thrombosis, during a filter retrieval procedure, the filter was found to be tilted. Despite using multiple devices via jugular and femoral access, the filter was unable to be retrieved. The patient tolerated the procedure well and was in stable condition at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. The investigation is inconclusive for the alleged unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post vena cava filter deployment; and attempt to retrieve the filter was unsuccessful. The filter remains implanted, no other reported attempts have been made to retrieve the filter. The patient status at this time is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently post filter deployment, filter retrieval was scheduled. Through the right internal jugular vein access was gained. Subsequent venacavagram revealed, no evidence of clot. Allegedly multiple snare devices were used in an attempt to capture the filter; however, the filter was reportedly tilted with the tip most likely embedded into the wall. An unsuccessful attempt was made to reposition the filter away from the wall using an angioplasty balloon. The right groin was accessed and a glidewire and angioplasty balloon were used in an attempt to push the filter away from the wall. The attempts were unsuccessful, and the procedure was aborted. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6 (method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. Approximately three months post prophylactic vena cava filter deployment for deep venous thrombosis, during a filter retrieval procedure, the filter was found to be tilted. Despite using multiple devices via jugular and femoral access, the filter was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. Approximately three months post prophylactic vena cava filter deployment for deep venous thrombosis, during a filter retrieval procedure, the filter was found to be tilted. Despite using multiple devices via jugular and femoral access, the filter was unable to be retrieved. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later post filter deployment, a lung perfusion and ventilation scan were performed for chest pressure. The study showed that negative for pulmonary embolism. After three months, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a sheath was passed and venogram was performed. This showed filter without clot. Then used multiple snares devices to try to loosen the filter. The filter though was tilted so the hook was most likely imbedded into the wall which made it very difficult to obtain. Attempted balloon angioplasty to push the filter away from the wall but were unsuccessful. Through the right groin, a glide wire and balloon were used to try to push the filter away from the wall from the access. All of these attempts were not fruitful and unable to retrieve the filter. After three years and eight months, an x-ray abdomen was performed which showed inferior vena cava filter was noted centered to the left of the lumbar spine at the l2-l3 level. After one year and five months, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted in unchanged position. After two months, a computed tomography of abdomen and pelvis was performed for left upper quadrant pain. The study showed that infra renal inferior vena cava filter was noted. After one year and five months, an x-ray chest was performed for shortness of breath. The study showed that inferior vena cava filter was noted. After four months, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter in place. After seven months, a computed tomography angiogram of chest was performed for shortness of breath. The study showed that negative for acute pulmonary thromboembolism. After two weeks, an x-ray chest was performed which showed partially imaged inferior vena cava filter was noted. Therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the filter using snare but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.